Manufacturer narrative:
No additional torque was applied to the microcatheter or enterprise delivery system in order to advance the devices. No damages were noticed at the area were the enterprise delivery system would not advance. The enterprise delivery system and microcatheter were removed because afterwards the stent open. After removal, no other damages were noticed on the microcatheter, delivery system or stent. The procedure was continued with an ev3 stent solitare and the competitor's microcatheter. This is one of two products with this adverse event, which is associated with mfg report # 1058196-2009-00280. Additional info will be submitted within 30 days of receipt.

Event description:
The vessel was the vertebral artery with a diameter of 4mm, and the aneurism size was 7mmx8mmx7mm, and the neck of aneurism was 5mm. During a procedure, the enterprise delivery system was inserted through the microcatheter, but the enterprise delivery system couldn't passed the proximal part of microcatheter just after the hub and it wasn't possible to introduce stent delivery system. The enterprise system and microcatheter were removed. The involved products will be returned. Additional info indicated that prior and after removal from the package, the products were not damaged. All the products were prep per IFU guidelines. During insertion, the tuohy or y connector was closed to secure the introducer and prevent movement, and the enterprise introducer was seated correctly in the microcatheter hub. The introducer was not damaged by the y connector. The microcatheters or distal tip of the enterprise system was not reshaped. A contrast flush was maintained at all times through all the systems.